Manufacturer narrative:
Device is a combination product. Patient over 18 years of age.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x3mm, ecentric, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. Predilitation was completed with a 12.5 x 15 sc balloon. A 3.0mm x 24mm promus premier drug-eluting stent was placed successfully. However, it was noted that a minor stent dissection at the distal end of the lcx. Another device was used to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.